Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting impedance measurements greater than 2000 ohms. Upon interrogation of the pocket, insulation damage was noted on the rate/sense portion of the lead. This segment was removed from service and surgically abandoned. A new rate/sense lead was successfully implanted.